Manufacturer narrative:
Country of origin: (B)(6). Occupation is lay user/patient.

Event description:
The customer called regarding discrepant inr results received on coaguchek pt meter serial number (B)(4), when tested against the laboratory results. The customer tested on the meter with a result of 5.3 inr. Quality controls were run on the meter right after the event with results in range. No more than 7 hours later that day, the result from a laboratory was 3.9 inr. The customer thinks the laboratory results are correct. No therapeutic decisions were made based on the meter results. The customer's therapeutic range is 2.5 ¿ 3.5 inr. No adverse event occurred. There was no change in the customer's diet or medication. The customer had a (B)(6) and tetanus vaccine 2 weeks prior. Retention test strips (294151) were tested in comparison to master lot #286321-80 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.